Manufacturer narrative:
(B)(4). Batch #unk.

Event description:
It was reported that during an unknown procedure the teflon pad broke off and fell in to the patient. It was unknown if the pad was removed. No additional information was provided. No device will be returned.